Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they customer experienced high blood glucose level. The customer¿s blood glucose level was 480 mg/dl and 193 mg/dl. The customer reported that they had taken manual shots every 2 and a half hour. They realized that the insulin pump was out of auto mode and was not warming up. The insulin pump will not be returned for analysis.